Event description:
It was reported that the pump had been alarming "battery depleted." The patient had reported that new batteries had just been installed approximately five minutes prior. The batteries had been replaced again, and the pump had been restarted. The registered nurse had remained on the line until the pump had cycled, but the alarm had returned immediately. The pump had been powered off, the clamp had been closed, and the patient had been advised to contact her provider for further instructions. The medication involved had been 5fu. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: neither product nor sample was received for analysis. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.